Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable was broken at the wrist of the instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and nothing extraordinary was detected. Tissue was being grasped when the reported issue occurred. There were no instrument collisions reported during the procedure. There were no issues related to the opening/closing of the grips. There were issues related to both the left/right (yaw) motion of the grips and the up/down (pitch) motion of the wrist as the instrument did not respond to the commands of the surgeon. The surgeon noticed one broken cable protruding from the distal end of the instrument. The protruding cable did not control the opening/closing of the jaws, but it did affect the up/down motion of the wrist. There are no photographic images of the device or a video of the procedure for isi to review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.